Manufacturer narrative:
The reported event of pannus ingrowth could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the pannus could not be conclusively determined.

Event description:
On (B)(6) 2011, a 25mm sjm masters series valve was implanted in the patient's mitral position. On (B)(6) 2018, the valve was explanted and replaced with another 25mm sjm masters series valve (serial number unknown). Upon explant, pannus ingrowth was observed on the valve peripherally, toward the leaflets which impeded mobility.